Event description:
49 year old male with medical history of aortic stenosis/aortic insufficiency and unicusp valve underwent an aortic valve replacement freehand using a 22mm aortic homograft on 3/8/94. On 3/18/98 patient had valve explanted due to regurgitation and a torn cusp. As the operative report notes, "the left cusp had torn slightly off of the commissure, accounting for the insufficiency".